Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was not impacted. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.